Event description:
Patient reportedly was able to use fingernails inside mitt to scratch and tear mitt, exposing little white foam beads found in patient bed. This poses a safety risk as an airway/choking hazard.